Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 28mm in length, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion contained >=90 degrees bend. After a 6f guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed. A 2.50x32mm promus element plus drug-eluting stent was advanced but encountered resistance. Following deployment of the stent, post-dilation was performed at high pressure. However, a type d dissection was noted. Another stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 28mm in length, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion contained greater than equal to 90 degrees bend. After a 6f guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed. A 2.50x32mm promus element plus drug-eluting stent was advanced but encountered resistance. Following deployment of the stent, post-dilation was performed at high pressure. However, a type d dissection was noted. Another stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable. It was further reported that the dissection was type c and was flow limiting.